Event description:
It was reported that pump malfunction occurred, showing malfunction code 16, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of a field correction, verified that malfunction code was resettable, and guided caller through pump reset, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged these instructions.